Event description:
The customer reported a false negative reaction of a patient sample with anti-a of ih-card abo/d(dvi-)+rev.a1, b, lot 8025040 on ih-1000. Result images that showed the negative reaction were provided; the correct assessment of the ih-1000 was confirmed. The customer returned the allegedly defective product sample for investigational testing and also the patient sample that had caused a false negative test result. Because of the small amount of patient sample and a hemolysis the patient sample was not tested on ih-1000, but manually using ih-reader 24. The patient sample yielded a 1+ positive reaction with the anti-a of the retention sample of the supposedly defective lot and a reference lot (lot #8041030). Due to the hemolysis the patient sample was washed and manually tested on the complaint sample, the retention sample and the retention sample of the reference lot. The reaction strength of the patient sample with the anti-a was +/-, 1w and 1+ positive. Additionally the results were read by the ih-1000 and assessed as 1+ positive. Furthermore the patient sample was tested with seraclone anti-a in the tube test and yielded a 1+ positive reaction. The complaint sample as well as our quality control laboratory' retention sample of the supposedly defective lot were tested with different donor samples on the ih-1000. All positive and negative reactions were correct. Because of the weak reactions with the anti-a reagents the patient sample was sent for molecular typing to an external laboratory: the result was a2b. Additionally the abo gene was sequenced. The result was abo * aw.09 / b.01. It is well known that this genotype leads to a weakened a antigen. This is an o1v- a2 hybrid allele which causes mutations in the a-transferase and leads to a weakened enzyme activity and consequently to a weakened expression of the a-antigen. The complaint sample and the retention sample reacted as expected. And the result of the molecular typing inclusive the sequencing of the abo gene explained the negative reaction with the anti-a of the ih-card. The instruction for use contained the relevant note in the section limitations: "very weak abo subgroups may not be detected with the anti-a and anti-b reagents used in this gel card." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative result of one patient sample with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that in the tube testing the patient was typed as blood group ab, while on the ih-1000 image the patient appeared in forward type as a blood group b and reverse type as a blood group ab. The customer returned the supposedly defective product for investigational testing and also the patient sample that caused the false negative test result. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.